Event description:
It was reported to boston scientific corporation in 2008, that a prolieve thermodilation system was used for the treatment of bph (benign prostate hyperplasia) five days prior. (Patient age and weight unknown.) According to the complainant, the patient experienced the following symptoms in 2008: a decrease in the force of the urinary stream, urinary retention and frequency, were treated two days later, and resolved. Complete urinary retention, which commenced the same day, was treated with a foley catheter, and resolved.

Manufacturer narrative:
Urinary retention, urinary frequency. The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date can not be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.